Manufacturer narrative:
The field service engineer (fse) discovered fluid leaked around the differential mixing chamber. The fse observed the sheath flow restrictor tubing was leaking and replaced the tubing to resolve the issue. The fse cleaned the fluid spill area and performed system verification including startup, latron control, controls, and reproducibility check; all results were within specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published specifications and was returned to normal operation. (B)(4).

Event description:
The customer reported less than fifty (50) milliliters of clear fluid leaked outside the instrument around the differential chamber and flowcell of the coulter lh 780 hematology analyzer. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted as samples were not analyzed at the time of the event. There was no patient consequence associated with this event. The laboratory has an exposure control/risk management plan in place. A beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.